Event description:
It was reported that immediately after the physician depressed the foot pedal, the metal cap fiber blew off. The physician had to retrieve the cap, and completed the procedure with another duotome. It was also reported that there were no pt complications and the pt is doing fine. The physician retrieved the cap with a grasper and completed the procedure with another duotome. No pt complications and pt is fine.

Manufacturer narrative:
Device was requested to be returned for eval. A follow-up MDR will be filed when the device is returned and evaluated.